Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced pain at her scs ipg site due to the location of the ipg and its position in the pocket. Surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received identified surgical intervention took place on (B)(6) 2016 at which time the patient's ipg was explanted and replaced. Effective stimulation was reportedly restored postoperative, and the pain at the ipg site resolved.